Manufacturer narrative:
Block h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-05252 for the spyscope ds ii access & delivery catheter and for the spy ds controller. It was reported to boston scientific corporation that a spyscope dsii and spy ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. It was reported the image had lines then was lost. The physician decided to discontinue the procedure. There were no reported patient complications as a result of this event.